Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found h6 component code: c22 - photo analysis additional information: h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a needle-suture piece and one suture piece was received for analysis. Product code sxpp1a425. During the initial inspection of the sample, no breakage suture was observed. Even though the extremes of the suture pieces were noted to be cut likely by a surgical instrument. The other section of the suture was not returned for analysis. Additionally, one photo was provided, and it showed the same condition of the sample received. This product code sxpp1a425 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/12/2025 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic lobectomy on (B)(6) 2025 and barbed suture was used. It was reported that the suture was broken when it was pulled during suturing. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.